Event description:
The customer reported the device intermittently locks up and will not turn on. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.